Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The pace/sense portion of this lead was capped due to noise. The patient received one shock and there were 11 other vf detections. The patient was shoveling snow earlier in the day when the out of range lead measurements were reported. The physician decided to use a medtronic rv pacing lead that was previously capped in the patient for pacing and sensing. When the pocket was opened and the lead was removed from the header, the physician could feel a break proximal to the pin of the lead. The shock portion of this lead is still active.